Event description:
It was reported that the patient received several inappropriate shocks. Lead damage was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint with an inserted stylet was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed multiple signs of wear along the lead body. Particularly around 8.5 cm proximal to the lead tip the insulation was found rubbed through which can be considered as the root cause of the clinical observations. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Due to the observed damage, low impedances were measured during the electrical analysis. In the course of the mechanical analysis the inserted stylet was removed with resistance. A new stylet could not be fully introduced inside the leads lumen which presumably resulted from the above mentioned damage of the lead. Additionally the shock coil was found deformed, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.